Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, distributor) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included itm - cancer pain. It was reported that the pump motor stopped working (motor stalled), and no magnetic resonance imaging had been performed. The date of the event was unknown. Diagnostics/troubleshooting performed, including results and dates were unable to be provided. Environmental/external/patient factors that may have led or contributed to the issue were unable to be provided. The device status was implanted and out of service. Regarding actions taken to resolve the issue, not applicable was indicated. No surgical intervention occurred and no surgical intervention was planned. The issue was indicated as having been resolved as of (B)(6) 2026. Analysis of the device was requested. The patient was without injury regarding their status as of (B)(6) 2026. The patient's age at the time of the event was unknown.